Event description:
Same case as MFR report #: 2134265-2010-05213 it was reported that during a percutaneous coronary interventional treatment procedure, the burr became stuck in the lesion and patient complications occurred. The 90% stenosed, 20mm long lesion was located in the severely calcified and moderately tortuous unprotected left main artery (lm). First, the physician used a 2.0mm rotalink plus burr, performing 3 ablation runs at 180,000 rpms for approximately 3 seconds each. Then the physician exchanged to a 2.25mm rotalink plus, and completed one ablation run at 160,000 rpms for approximately 10 seconds. However the 2.25mm burr became stuck in the lesion and the patient experienced st elevations during the approximately 30 seconds that the burr was in the lesion. The physician removed the burr with the floppy rotawire guide wire, and found the burr stuck near the spring tip of the floppy rotawire guide wire. The st elevations resolved without further intervention once the burr and wire had been removed from the lesion. The procedure was completed with this device. No further patient complications were reported, and patient status was listed as good.

Event description:
Same case as MFR report #: 2134265-2010-05213. It was reported that during a percutaneous coronary interventional treatment procedure, the burr became stuck in the lesion and patient complications occurred. The 90% stenosed, 20mm long lesion was located in the severely calcified and moderately tortuous unprotected left main artery (lm). First, the physician used a 2.0mm rotalink plus burr, performing 3 ablation runs at 180,000 rpms for approximately 3 seconds each. Then the physician exchanged to a 2.25mm rotalink plus, and completed one ablation run at 160,000 rpms for approximately 10 seconds. However the 2.25mm burr became stuck in the lesion and the patient experienced st elevations during the approximately 30 seconds that the burr was in the lesion. The physician removed the burr with the floppy rotawire guide wire, and found the burr stuck near the spring tip of the floppy rotawire guide wire. The st elevations resolved without further intervention once the burr and wire had been removed from the lesion. The procedure was completed with this device. No further patient complications were reported, and patient status was listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method, result, conclusion: updated. Device evaluated by MFR: visual and tactile inspection was performed and the device presents a kink at 145 cm from the distal end. Dimensional measurements of outer diameter were performed on the wire and all measurements were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).